Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported that she had blood glucose of 380 mg/dl and her insulin pump is not working correctly. Customer stated that the insulin pump was not delivering the insulin and the unit did not alarm to notify her of the problem. Unable to troubleshoot the insulin pump at the time of the call. Nothing further was reported.